Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), these electrode pads would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The actual onestep CPR pad with lot number 2925a were not available for evaluation. An examination of the DHR, along with an assessment of the incoming inspection records for the raw materials foam and gel utilized in the lot, revealed no discrepancies and confirmed passing inspection values. There was no information available regarding the patient's skin condition. Based on the retain samples, no discrepancies related to adhesive were found, and the lot met specification. Analysis of reports of this type has not identified an increase in trend.